Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported patient was revised on right knee due to loosening and poly wear. Doctor did a poly exchange. (B)(6) /2014: as per sales rep 3 pieces of poly where removed from a spherocentric hinge prosthesis, put in approximately 30 years ago.